Event description:
The device user (du) reported that there was a loss of power on the metra. The clinical specialist (cs) noted that the pump was on and the ascites pump was running as well at the time. The du team stated that they spontaneously lost power to the metra and they think that they lost perfusion as well. The emergency stop button was confirmed to be in proper position, however the du stated that they manipulated the red button and everything was good afterwards. The du was instructed to plot the graphs for the perfusion. While there was a documented drop in data for a brief time, it was unclear whether this was related to the graphical user interface (gui) or the metra itself. The cs recommended that the du monitor the labs for viability with the knowledge that any manipulation with the liver would result in a temporary increase in lactate.

Manufacturer narrative:
A service engineer (se) retrieved device data from the device at the customer site. Device data showed no power loss at any time. The se also completed physical and electrical inspections and did not find any issues. Furthermore, all testing was completed successfully.

Manufacturer narrative:
Data review also indicated that the device batteries were connected at all times. The performance of both battery packs was normal, showing balancing between 11,400 to 12,000 milliampere-hours, which is almost 100 percent charge state. This confirmed that the device did not power off and there was no evidence of disconnection or full shutdown.

Event description:
The device user (du) reported that there was a loss of power on the metra. The clinical specialist (cs) noted that the pump was on and the ascites pump was running as well at the time. The du team stated that they spontaneously lost power to the metra and they think that they lost perfusion as well. The emergency stop button was confirmed to be in proper position, however the du stated that they manipulated the red button and everything was good afterwards. The du was instructed to plot the graphs for the perfusion. While there was a documented drop in data for a brief time, it was unclear whether this was related to the graphical user interface (gui) or the metra itself. The cs recommended that the du monitor the labs for viability with the knowledge that any manipulation with the liver would result in a temporary increase in lactate.